Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligature procedure performed on (B)(6) 2015. According to the complainant, after the device set up, it was noticed that the tripwire broke. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with original opened tray, lid and product label for analysis. Residue was present on the device indicating use/handling. Visual examination of the ligator head found 3 bands present and in proper position. The ligator teeth were not damaged. It was noted that the suture was broken with portions still attached to both the ligator head and trip wire loop. There was no evidence present that the trip wire had been secured in the handle assembly slot. It was also noted that the proximal loop of the tripwire was broken adjacent to the crimp. The tripwire gouged the handle assembly post and bracket and was caught between the spool and handle bracket. A functional evaluation of the handle could not be performed due to the damage to handle assembly. It appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. In addition, the user failed to ensure that the trip wire did not fall into the gap between the handle post and bracket which damaged the handle assembly. The user still continued the attempt to rotate the handle which resulted in proximal loop of the trip wire to break. This impacted the deployment activity of the bands. Therefore, the most probable root cause is user/ use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligature procedure performed on (B)(6) 2015. According to the complainant, after the device set up, it was noticed that the tripwire broke. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of tripwire broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.